Event description:
According to the complainant, surgeon reportedly failed to complete a quadruple aortacoronary bypass on pt due to an alleged blank spot on a disk recorded in the catheterization lab. Thehe alleged blank spot was reportedly interpreted as the conclusion of the film supposedly leading to an anomalous circumflex artery not being bypassed. It is the allegation of the complaintant that this resulted in a massive myocardial infarction and the pt's death.the incident was not previously reported and is being forwarded at thisime by the attorney for the administrix of the estate.